Event description:
A report was received from health (B)(6) vigilance program which states, "potential over infusion or failed back check valve both primary and secondary bags rapidly infusing -both bags emptied biomed report completed - #(B)(4) rapid pantamidine infusion - patient c/o sharp centralized abdo pain vs stable benadryl given patient left walking 2 1/2 hours later alaris pump c550361 channel c549711 not sure if tubing issue or pump issue pump and tubing sequestered for biomed to assess."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "potential over infusion or failed back check valve both primary and secondary bags rapidly infusing -both bags emptied biomed report completed - #436798 rapid pantamidine infusion - patient c/o sharp centralized abdo pain vs stable benadryl given patient left walking 2 1/2 hours later alaris pump c550361 channel c549711 not sure if tubing issue or pump issue pump and tubing sequestered for biomed to assess."

Manufacturer narrative:
Additional information : imdrf annex a and g codes.